Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, and crease fold. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp edge opening on the anterior due to an unidentified (tear) opening. The fill test inspection was performed: the result is no blockage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side exchange from saline to silicone and possible capsular contracture, baker grade unknown. Patient later reported a deflation. Device remains implanted.